Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a loud noise and smoke from the power supply of the alinity I processing module. The instrument went offline and the main circuit breaker shutdown. There was no impact to user safety, patient results, patient management.

Event description:
The customer observed a loud noise and smoke from the power supply of the alinity I processing module. The instrument went offline and the main circuit breaker shutdown. There was no impact to user safety, patient results, patient management.

Manufacturer narrative:
Service inspected the instrument. The main power supply, processing module was replaced which resolved the issue. A review of the service history revealed no additional issues of smoke and loud noises. Device history review found no non-conformances or potential non-conformances applicable to the current issue for the main power supply, processing module. Trending review for the instrument part did not identify any trends. A review of the alinity product monitoring review found no trends of the main power supply, processing module with regards to the current issue. Labeling was reviewed and sufficiently addresses the issue. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke and loud noise observed was limited to main power supply, processing module; the smoke and loud noise did not spread to other parts of the module. Based on the investigation no systemic issue or deficiencies were identified for the alinity I processing module, sn (B)(6), nor the main power supply, processing module. Corrected information in section g1 contact office email .